Event description:
Info received indicates the head section function of the bed drifts.

Manufacturer narrative:
The hill-rom tech indicated the head section function of the bed was drifting. The tech rebuilt the head drive unit to repair the bed.